Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer stated her health care professional changed settings on (B)(6) and blood glucose dropped to 44 mg/dl on (B)(6) and has had low blood glucose since. Customer's current blood glucose 97 mg/dl. The customer has treated with food, cupcakes, jelly and glucose pills. Advised to monitor pump and blood glucose, suggested to call health care professional to discuss possible causes of low blood glucose.